Event description:
It was reported that a fractured provisional was returned from a hospital. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - provisional top complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked / gouged) and has cracked/fractured throughout the body of the provisional. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.